Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: nozzle has foreign objects; scope connector has foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of angle wire, the play of upwards/downwards knob is out of the standard value; adhesive on bending section cover or distal sheath rubber has a crack; adhesive on bending section cover or distal sheath rubber has white-clouded area; image guide protector is damaged; light guide lens has a crack; adhesives around light guide lens has white-clouded area; universal cord has a scratch; forceps channel port is shaved; flexibility adjustment ring has a scratch; scope cylinder is shaved; air / water cylinder has discoloration; control unit has discoloration; control unit is shaved; distal end cover has a dent; and connecting tube has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope, had noise on the screen. The issue occurred during an unknown event. The procedure was unknown. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found that the tip nozzle and scope connector had foreign object. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
H10: information related to the reprocessing status was unable to be obtained from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: -IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. -IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.